Event description:
Reporter stated 4 infusion sets have leaked up to 20 units of insulin, the customer has experienced hyperglycemia as a result. He has had to guess how much insulin has leaked, and on one occasion, this resulted in a hypoglycemic episode which required treatment. The customer lost consciousness for approximately 10 minutes and his blood glucose was 1.2 mmol/l. The treatment details were not provided. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information provided: customer was treated with 3 teaspoons of sweet jam (70% sugar).